Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, the pull wire was retracted from its initial position on the distal end of the pusher assembly. This type of damage typically occurs during a successful detachment attempt. If the pet lock is inadvertently separated during use, the embolization coil may become detached from its pusher assembly. Based on the reported event, the root cause of resistance during the procedure could not be determined. The pod coil embolization coil was not returned for evaluation. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, while advancing the pod coil in the mid-shaft of the microcatheter, the physician experienced resistance. Upon attempting to retract the pod coil, it unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed from the patient, and the detached pod coil was flushed out of the microcatheter. The procedure was completed using a new coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.